Event description:
It was reported that an arteriotomy closure an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the suture came out of the patient just before attempting to tighten the knot. The method of achieving hemostasis is unspecified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information was received: the arteriotomy closure was in the common femoral artery, the physician is trained in the use of the proglide device.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, exact date was not provided by the hospital. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information.